Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: batch #322c94. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage along with a tyvek with two batteries (a & b) not inserted and drained. The anvil and washer were not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the test battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, damage on the bulkhead shroud was noted and also the battery terminals of the battery (a) were noted to be damaged. No further functional testing could be performed due to the condition of the device. Additionally, one photo was provided at product complaint level and it shows two devices along with three batteries a tyvek and no anvil were placed on both devices. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 322c94, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted.

Event description:
It was reported that during a resection of rectum anastomosis, the button was pressed to fire on cdh29p, but the device did not work. Cdh25p in the operating room was immediately opened to change the battery, and inserted the battery, but the device still did not respond. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/28/2024. D4 batch #: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.